Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that pinch valve vl53 was broken and was causing a leak. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the needle bellows of the coulter lh 750 hematology analyzer. The volume of the leak was about 3 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.